Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead trend indicated that there was a high pacing impedance measurement. There was also a lot of non-sustained ventricular tachycardia episodes with noise. It was noted that a rv lead integrity warning was triggered due to two or more high rate non-sustained episodes and sensing integrity counter (sic). The rv lead was capped and replaced. No patient complications have been reported as a result of this event.